Manufacturer narrative:
The catheter failed calibration. Forward light leakage was observed, while purge function was normal. Returned unit testing confirmed calibration failure due to forward light leakage. Forward light leakage indicates gel migration.

Event description:
Catheter could not calibrate. The technician said that when purging, there was less resistance than usual and he felt a sense of discomfort. Also, purge fluid was leaking from the advance force limiter area.